Event description:
It was reported that the lens had anterior vault and silt with myopia and astigmatism. Yag was performed on (B)(6) 2015. In the surgeon's opinion the likely cause if the event was capsular contraction syndrome. This report references the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.